Event description:
It was reported that two 3.5 mm screws were found fractured at the mid-shaft during a scheduled removal, requiring intra-operative retrieval with a removal set. The screws had not been identified as broken prior to the removal. The broken shafts were fully extracted using the operative removal set, which added approximately 20 to 30 minutes to the surgery. There were no known impacts or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10 concomitant products (all lots unknown): 1 ea p53-109-r113, med clmn dstl arch plt 2.0mm thk r lg, 1 ea p53-110-r002, lisfranc slntd-t 5-hl plt w/ comp rt, 1 ea p20-135-030s, can sht thd scw hd 3.5x30mm, 1 ea p50-353-3514, r3con lkng plt scw 3.5x14mm, 1 ea p50-353-3516, r3con lkng plt scw 3.5x16mm, 1 ea p50-353-3518, r3con lkng plt scw 3.5x18mm, 1 ea p50-353-3520, r3con lkng plt scw 3.5x20mm, 2 ea p50-353-3532, r3con lkng plt scw 3.5x32mm, 2 ea p50-453-3530, r3con n-lkng plt scw 3.5x30mm, 1 ea p50-453-3540, 3.5 x 40 mm r3con non-locking plate screw. G2: foreign - event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.